Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and no defect could be identified in the image provided. The exact issue experienced by the user could not be determined. However, it appears that the customer found it difficult to make a proper connection between the home choice set and the clampex connector. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette supply line experienced a connection issue between the supply line and the physioneal 5l 4.25% bag. The connection issue was further described as, ¿the luer connector and the clampex connector do not connect properly and keep running¿. This event occurred during setup for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.